Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier completed information: sid (B)(6) this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I results for a female patient. The following results were provided: (customer provided normal troponin result for a woman: 15.6 pg/ml) (B)(6) 2024 sid (B)(6) intial result = 19.3 pg/ml 01jun2024 the patient returned to have new sample checked with sid (B)(6) with result = <10 pg/ml (B)(6) 2024 was repeated with sid (B)(6) with result = < 10 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot identified slightly higher complaint activity; however, no related trends were identified. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 61199ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I results for a female patient. The following results were provided: (customer provided normal troponin result for a woman: 15.6 pg/ml). (B)(6) 2024 sid (B)(6) intial result = 19.3 pg/ml. (B)(6) 2024 the patient returned to have new sample checked with sid (B)(6) with result = <10 pg/ml. (B)(6) 2024 sample from (B)(6) 2024 was repeated with sid bartholmot with result = < 10 pg/ml no impact to patient management was reported.